Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 24, 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The sensor replacement alert was presented to the user on (B)(6) 2023, on day 52 after insertion. The returned sensor was tested in-house, and it did not reveal any loss of chemical performance. The diagnostic upload data for transmitter 112855 showed that the sensor was retired due to decreased signal and reference channels, however the exact root cause could not be determined. The potential root cause could be intermittent led disconnection in vivo, which could not be reproduced in the lab. The system correctly disabled the sensor due to performance deviation, and the system's self-test functions were working normally. As part of resolution, the RMA was authorized for sensor replacement. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4307.